Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 6mm 3b tw experienced inner shield/outer cover/cap would not detach after use. The following information was provided by the initial reporter: the outer cover was loose and hard to come off. The issue didn't occur when using mfp31g however the issue occurs after changing to 32g6mm. The patient had needle stick injury sometimes.

Event description:
It was reported that the pen ndl 32g 6mm 3b tw experienced inner shield/outer cover/cap would not detach after use. The following information was provided by the initial reporter: the outer cover was loose and hard to come off. The issue didn't occur when using mfp31g however the issue occurs after changing to 32g6mm. The patient had needle stick injury sometimes.

Manufacturer narrative:
H.6. Investigation summary thirty nine open and fifty four sealed 32g x 6mm pen needle samples and six photos were returned from lot. No. 9121516, cat. No. 320738. Visual examination was carried out on the thirty nine open samples along with the fifty four sealed samples and six photos and no issues were observed. Investigation conclusion visual examination was carried out on the thirty nine open samples along with the fifty four sealed samples and six photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.